Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found the psm failed the weighted brake drop test. The failure was directly related to the reported error message of 23022. Failure analysis confirmed the reported brake failure along axis 2. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci si system logs and no patient involvement occured, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance and upon review of the da vinci si system log review, an intuitive surgical representative observed a 23002 error message indicating that a brake fault on a patient side manipulator (psm) had occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes.